Manufacturer narrative:
The returned implantable cardioverter defibrillator (ICD) was analyzed and the battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting the device battery faster than normal.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was unable to be interrogated with a programmer. Technical services (ts) discussed the potential that the device battery was low. The device was then explanted and replaced due to reported normal battery depletion. No adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis.